Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00754. It was reported that x-rays showed that both leads had migrated. No accidents or falls were reported. Reprogramming was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.